Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the two drill bits were broken during drilling through a guide wire. Some broken pieces were left in the patient¿s body. Removal surgery of remained broken piece will be scheduled depending on the patient¿s further condition. There was 60 minutes delay in the surgery and no patient harm was reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight were not provided by reporter. A manufacturing investigation was performed for the subject device (drill bit, part number 310.221). The subject device was produced and distributed in december 2005. The investigation shows that the drill bit is broken off at the end of the flute and the cutting edges are blunt. The manufacturing review of the device shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately exact cause of the breakage could not be determined. Due to the wear and tear signs and the age of the device, it was assumed that this device was underwent frequent and intensive use. It is possible that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic analysis of the broken surfaces shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.